Event description:
A routine complaint investigation for an alleged high reading obtained by an emergency response team (on emergency response team's meter) while on a call. Emergency response team was attempting a known diabetic pregnant pt with symptoms of hypoglycemia. A comparison to the pt's meter was performed. Pt meter results corresponded to pt's symptoms of low blood glucose. There were no laboratory comparisons done. The details of the system's use by the customer are not known. These results, under certain conditions, could have adverse clinical effects. No injuries related to that product were reported in the field.